Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the keypad was unresponsive during constant use. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with intermittent buttons. Problem isolated to keypad assembly. Insulin pump received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.